Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon device interrogation, auto mode switch episodes due to atrial lead noise were observed. The noise signals were brief, and noise was not reproducible in clinic. All lead measurements appeared within normal range. Programming changes were made. The patient was stable throughout the event.